Manufacturer narrative:
Investigation results will be provided after product has been returned to manufacturer.

Event description:
The sales rep reported that the spatula tip for a suction irrigator broke off inside a patient and was left inside undiscovered until after closure.